Event description:
It was reported that inappropriate antitachycardia therapy (atp) due to supraventricular tachycardia (svt) was observed on a ventricular tachycardia (vt) electrocardiogram (egm) dated (B)(6) 2025 via a merlin transmission. Programming changes were made. The patient was stable.